Event description:
Report received indicated that patient was experiencing a red, itchy rash under all areas of the collar and that there is no redness or itching under the mass. Also, report indicated that there is no migration of the rash outside of the collar area and the ostomy powder does not improve the area. The patient experienced the condition during an unk period prior to complaint receipt. The patient is currently using a remover and protectant, and regular soap. Patient is currently keeping the release paper on the border so as to not touch the skin with the collar. Samples of an appropriate system are to be sent to the patient. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.